Manufacturer narrative:
The device was received by the manufacturer for investigation. Based on the investigation details, the reported condition could not be duplicated. Worn bearings were replaced, the device was cleaned, lubed and adjusted and returned to the account.

Event description:
It was reported that the device was running without the trigger being actuated during routine maintenance. There was no pt involvement and no allegation of adverse consequences associated with this event.